Event description:
It was reported that there was loss of contact and noise present throughout electrocardiogram (ECG) strips provided. The implantable loop recorder (ilr) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).